Manufacturer narrative:
The company service rep examined the sys and replaced the psi regulator, which resolved the product problem reported. The system was tested and met all product specs. The part was discarded at that time. This report mailed in to FDA on: 03/21/2008.

Event description:
The customer reported that during a case an error message appeared and irrigation/aspiration (I/a) no longer functioned. The customer re-booted 3 times but the error message remained the same. The surgeon was able to finish the case manually. There was no pt injury. Two cases were cancelled.